Event description:
During procedure, physician was using a harmonic scalpel when part of the jaw detached into surgical site. The jaw was retrieved and there was no pt injury.

Manufacturer narrative:
Upon receipt, the instrument was visually inspected (unaided and microscopically aided) and found to have its jaw (pad/arm subassembly) detached. The prongs or hinge structures located at the distal end of both the external and actuating shafts were found to be visibly bent outwards relative to the scalpel rod. The prongs on the detached jaw could not be examined since that part was not returned with this device. There was a crack noticed on the distal end of the scalpel rod. The returned scalpel was attached to our scalpel generator using a matching hand-piece and tested. It was observed to fail this test. The possible reason for this failure could be the crack observed on the distal end of the scalpel rod. The damage seen on the scalpel rod indicates device contact with a hard object; however, we were unable to conclusively determine a cause for the issue experienced at the customer's facility. The device history record indicates that the device was in proper operating condition prior to release.